Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance approximately one week after a routine device replacement procedure. The rv coil, superior vena cava (svc) coil and pacing impedance were out of range, along with intermittent changes of impedances with the rv coil. It was noted there was a possible setscrew issue with rv setscrew of the cardiac resynchronization therapy defibrillator (crt-d). The crt-d and rv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.